Manufacturer narrative:
It was reported that a revision surgery was performed on the patient's right hip. As of today, the implanted devices all of which were used in the treatment, and additional information has been requested for this complaint but has not become available. Without definitive lot numbers, a complete complaint history review cannot be performed for the devices involved. As no device batch numbers were provided for investigation, a manufacturing record review and device labelling / IFU review could not be performed. All of the devices would have met manufacturing specifications. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. Minimal clinical documentation was provided for review. The provided photo was reviewed, but alone, does not aid in the medical investigation. No other medical/ clinical documentation was provided. Without supporting medical documentation, a thorough medical assessment cannot be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. The investigation remains inconclusive and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. Based on the results of this investigation, the need for corrective or preventative action is not indicated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a right bhr construct had been implanted in 2010, the patient experienced metallosis. This adverse event was treated with a revision surgery performed on (B)(6) 2021, in which the bhr head and cup were explanted. Prophylactic antibiotics were given pre and post surgery. No records of explanted devices are available. No further contact with the patient, for which patient's current health status is unknown.